Event description:
Hcp reported pt infection was not meningitis. Date of infection onset was in 2004. Pt symptom was redness. The primary location of the infection was the lumbar region. Cultures were obtained form the lumbar region and the type of organism found was mrsa. The pt was treated with IV antibiotics and the total device system was explanted. Hcp reported the infection resolved. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.